Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, the pannus overgrowth would have impaired the leaflet mobility leading to increased gradient. Pannus formation is patient dependent based on the possible underlying cause. Chronic pannus formation may be precipitated by an immune response to the bioprosthetic valve sewing ring and /or sutures and size of the bioprosthesis. The ingrowth of the tissue may gradually affect the function of the valve leaflets. Pannus overgrowth has been an inherent risk of surgical valve replacement. A conclusive cause of the reported congestive heart failure could not be determined from the limited information available.

Manufacturer narrative:
Product analysis: the medical institution has refused return of the product specimen; therefore, it will not be returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 7 months post implant of this aortic bioprosthetic valve, the patient presented with congestive heart failure (chf). The patient had a mean gradient of 15mmhg. Additionally, the device leaflets were thickened with restricted motion, possibly caused by pannus attached to a leaflet. The device was explanted and replaced with a bioprosthetic valve of the same size and model. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.